Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of peripheral t-cell lymphoma. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 04/15/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of peripheral t-cell lymphoma. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation pil observed the air inlet filter was missing. A potential dried liquid spot was observed on the ui panel next to the control knob. An unknown greyish contamination was observed in the lcd window of the ui panel. Several scratches were observed on the top enclosure, and left panel. Pil observed an unknown reddish contamination on the bottom enclosure. Small scratches were observed on the bottom enclosure next to the anti-slip pad. Potential hair-like particles were observed on the left and right panels, on the pca, on the blower cap, humidifier cable, flow manifold, sound abatement foam and walls of the bottom enclosure. Pil observed a dust-like contamination on the right and left panels, in the air inlet, on the interior side of the top enclosure, on the pca, both sides of the blower cap, on and inside the blower motor, on the blower housing, sound abatement foam and bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Pil observed what appeared to be a dried liquid spot on the humidifier flip lid assembly. A small dent was observed on the bottom enclosure. An unknown whitish contamination (possible scratches) was observed on the bottom enclosure/flip lid assembly. A whitish dust-like contamination consistent with mineral deposits was observed throughout the interior of the water tank, on the dry box inlet seal, in the bottom enclosure and lower base. Dust-like contamination was observed on the right panel, on the interior of the flip lid assembly, on the dry box, in the bottom enclosure and lower base. A potential insect was observed in the lower base. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Box d and h was updated in this report.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box d. The following correction has been corrected in this report. In box d: the operator of device has been corrected as blank.